Manufacturer narrative:
The device inspection revealed that the button located on the control panel on the right-hand head-end side rail was stuck in the activated position. Based on the review of previous complains, the main factor that could lead to the button being stuck might be normal wear due to age or related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). In the complaint at hand, there were no signs that the button was damaged by impact. It seems that wear due to use is the most likely cause of the button malfunction. The control panel was not replaced since bed's manufacturing date (january 2021). The citadel plus instructions for use (IFU 831.374.en) include the following information regarding regular check of the bed: "check that the patient controls, care giver controls and attendant control panels operate correctly" - weekly by the caregiver. "Carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)" - weekly by the caregiver. "Failure to carry out these checks, or continuing to use product if a fault is found, may compromise the safety of both patient and caregiver. Preventive maintenance can help to prevent accidents." In summary, the citadel bed frame was not up to the manufacturer¿s specification during the event. No patient was involved. The complaint was assessed as reportable due to allegation that the bed moved on its own.

Event description:
During the quality control check of the citadel plus bed frame at the arjo service centre, it was observed that the backrest section would randomly elevate. There was no patients involvement. No injury was reported.